Manufacturer narrative:
Details of complaint: the customer reported that this central nurses station (cns) experienced three spontaneous reboots in a span of two hours. The cns application would exit to windows without any readable error messages. Technical support (ts) suggested they replace the hard disk drives (hdds). The following day 5/30/2023, the customer confirmed that there were no subsequent spontaneous reboots. No patient harm was reported. Investigation summary: multiple follow-up requests for additional information were sent to the customer, but they have been unresponsive. A definitive root cause could not be determined since we could not confirm the status of the complaint device. Possible causes of spontaneous shutdown and reboot are likely related to hardware component failure. Hardware failure can occur due to physical damage or fluid intrusion from user mishandling, power issues from site outages or surges, which can affect the integrity of circuit boards, or wear-and-tear, which depends on device age and frequency of use. A review of the complaint device's serial number shows that it is seven (7) years old and had multiple similar complaints reported under tickets 84224, 102627, 166604, 175859, and 176141. ·84224: on 06/26/2020, it was reported that the unit would not boot into windows even after troubleshooting the hdds. The issue was resolved through repair service involving the replacement of the hdds. ·102627: on 03/09/2021, it was reported that the unit showed a "missing hard drive" error message. Ts provided troubleshooting options, and the customer called back to report that they no longer needed assistance. ·166604: on 02/28/2023, it was reported that the cns kept freezing after the site did a generator test. Ts suggested replacing the hard drives, but the customer was unresponsive after multiple follow-up requests. ·175859: on 06/10/2023, it was reported that the cns was frozen, and the issue was resolved after power cycling. ·176141: on 06/14/2023, it was reported that the cns shut down and would not launch the cns application after a power surge at the site. The customer replaced the unit with a spare and stated they were waiting to have new units installed the following week. Multiple follow-up requests for information regarding the status of the complaint device were sent to the customer, but they were unresponsive. Based on a review of the complaint device's history, wear-and-tear and power issues from the customer site may be likely contributing factors to possible hardware failure. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided. Attempt #1 06/08/2023 emailed the customer for all items under the no information section and the concomitant medical devices. The customer responded that there were several patients being monitored, and was unable to provide any details.

Event description:
The customer reported that this central nurses station (cns) experienced three spontaneous reboots in a span of two hours. No patient harm was reported.

Event description:
The customer reported that this central nurses station (cns) experienced three spontaneous reboots in a span of two hours. No patient harm was reported.

Manufacturer narrative:
The customer reported that this central nurses station (cns) experienced three spontaneous reboots in a span of two hours. The cns application would exit to windows without any readable error messages. Technical support (ts) suggested they replace the hard disk drives (hdds). The following day 5/30/2023, the customer confirmed that there were no subsequent spontaneous reboots. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided. A2 - a6 b6 b7 d10 attempt #1 (B)(6)/2023 emailed the customer for all items under the no information section and the concomitant medical devices. The customer responded that there were several patients being monitored, and was unable to provide any details. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsms: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.